Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have problems with sensor reading correctly. Customer states that sensor needle bend and did not penetrate the skin. Another time, sensor caused bleeding at site. Customer states that insulin pump stated that customer needed insulin and customer's blood glucose dropped to 20 mg/dl, which was treated with a glucagon, as a result, customer had a seizure. Customer received a calibration error alarm and change sensor alarm. During troubleshooting, customer reported that insulin pump was exposed to a body scanner at the airport. Insulin pump passed displacement test. Customer was advised to monitor insulin pump and to call back should issues persist.